Event description:
In 2006, an iskd lengthener was implanted for distraction of the patient's femur. During treatment, the lengthener stopped lengthening after reaching 25 mm of length. The doctor attempted to manually manipulate the limb to start the lengthening process again, however, no additional distraction could be achieved. The iskd lengthener will be removed and a new one implanted.